Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a combi set bloodline clotted one hour after the start of a patient¿s hemodialysis (hd) treatment. It was also reported that an arterial pressure alarm occurred, followed by an air alarm, a venous pressure alarm, and a transmembrane pressure alarm. There were no defects noted on the combi set during pre-treatment inspection, and there was no leaking during the priming. The clot reportedly started in the venous chamber of the combi set bloodline. Due to the clotting, the patient lost approximately 300 ml of blood. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation. A photo of the device was provided for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. Photos were received from the customer where the blood lines were seen filled with blood; however, the reported clotting or air in the system could not be confirmed based on the photos. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported that a combi set bloodline clotted one hour after the start of a patient¿s hemodialysis (hd) treatment. It was also reported that an arterial pressure alarm occurred, followed by an air alarm, a venous pressure alarm, and a transmembrane pressure alarm. There were no defects noted on the combi set during pre-treatment inspection, and there was no leaking during the priming. The clot reportedly started in the venous chamber of the combi set bloodline. Due to the clotting, the patient lost approximately 300 ml of blood. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation. A photo of the device was provided for review.